Event description:
Patient had a hickman port-o-cath insertion at the other hospital. Patient brought to this facility for removal of hickman catheter fragment (stem) lodged in the right ventricle, extending into the left pulmonary artery. Successfully accomplished.port separated from stem due to upper body exercise - patient is very athletic.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.